Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 18-jan-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User utlized fuji ultrasonic endoscope scaned the patient pancreas and identify the target area, then advanced the needle to the area to do biopsy, but user detected the needle was out of shape seriously once punture into the target area. Once user retracted the needle it cannot be advanced again. User retracted the device from endoscopy and re-shape the needle then advanced the needle again to target area but found out it cannot be reached target area. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 2cmx1.5cm. What is the endoscope manufacturer and model number that was used with this device? Fuji longitudinal axis endoscopic ultrasound. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as to report the lab revaluation of the device on the 05-jul-2023 and a cancellation report due to the completion of the investigation on the 13-jul-2023. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental report is being submitted as cancellation report due to the completion of the investigation on the 13-jul-2023. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Device evaluation: the echo-hd-22-c of lot number c1891056 involved in this complaint was returned opened, with the original packaging. With the information provided, a document-based investigation was conducted. This complaint is related to (B)(4) (user retracted the device from endoscopy and re-shape the needle)and (B)(4) (raised platform of the sheath extender is broken). The device involved in the complaint was evaluated in the laboratory on evaluation of the device the following was observed: device returned with sheath extender thumbscrew broken. Distal end of needle examined, and no issue observed. Needle removed from device and kink observed approx. 41cm from tip of needle. Sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with no difficulty. Stylet removed from device and no issue observed. Stylet re-inserted into device without issue. A lab re-evaluation was done on 5 july 2023 and the below observations were made: raised platform of the sheath extender is observed to be broken. Thumb screw examined and observed to be intact, and thread on is visible at the bottom. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1891056 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1891056. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device hitting a hard lesion/tissue which could have potentially kinked the needle. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user advanced the needle to the biopsy area and detected the needle was out of shape. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device hitting a hard lesion/tissue which could have potentially bent/ kinked the needle. Complaint is confirmed based on visual and/or functional inspection.